Manufacturer narrative:
The returned driver was evaluated. The tip was found to be twisted and not broken as initially reported. The cause cannot be fully determined since the identity of the mating torque limiting handle which was used during this event is unknown and is not available for evaluation. The device labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver was fractured during final tightening of a blocker within surgery. The procedure was completed using an alternative driver. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.